Event description:
It was reported that five minutes after initiation of ECMO, the device began leaking 10-15 cc of blood from the gas outlet. The device was changed out. ECMO=extracorporeal membrane oxygenation. (B)(4). MFR ref#: 8010762-2014-01306.